Event description:
It was reported that while in the cath lab the md inserted the intra-aortic balloon (iab), a "zeon medical 7fr." After the iab was inserted, the pump was turned on. The pump made a strange sound "like a vibration occurred" then alarmed "purge failure" and then stopped working. As a result, the pump was exchanged. A request was made for more information.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.